Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump was exposed to moisture due to insulin pump falling into water. Customer reported that as a result, numbers began to scroll on display screen without prompt. Customer's blood glucose was 300 mg/dl. Customer was advised that insulin pump would need to be replaced.